Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned in one piece measuring 8.2 cm of the connector portion. Failure event observed during analysis. Final analysis found insulation degradation at 4.5 cm from connector pin.

Event description:
This report is to advise of an event observed during analysis.